Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Due to the device is considered to be a life sustaining device and the patient experiencing a drop in their oxygen levels, this report is deemed reportable. The patient also required unanticipated medical intervention, in which the patient was moved to another ventilator in order to continue required ventilation. The device was returned to percussionaire and underwent evaluation. The noted blender alarm notification could not be replicated when evaluated. At the time of evaluation, no root cause was determined; the device was confirmed to be functioning appropriately. No additional information was received on the incident or patient status. Any additional information will be filed with FDA as a follow up MDR.

Event description:
Per customer complaint received, while the patient was using the vdr device for ventilation, the patient experienced desat. The blender alarm sounded. The respiratory therapist also noticed the vent pressure decreasing. The patient was moved to another ventilator. No patient harm reported.